Manufacturer narrative:
This report is submitted on august 8, 2023.

Event description:
Per the clinic, the patient experienced redness at implant site and was treated with medication (specific type, date and duration not reported); however, the issue did not resolve. Hardware exchange attempts were made and the issue resolved.